Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the service history revealed no previous service events that would cause or contribute to the reported problem of hernia. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported a patient experienced a ventral hernia coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). This hernia diagnosis was made during the time the patient was performing automated peritoneal dialysis (apd) therapy with the hc device. Eleven days prior to receipt of this report the hernia was surgically repaired. The pdrn stated that the hernia ¿may possibly have been caused by baxter products or solutions.¿ this was not confirmed, therefore, the cause of the hernia was unknown. The pdrn reported that the patient was ¿kept dry¿ and did not perform pd therapy for 1 week after surgery. After 1 week the patient was restarted on ¿low volume¿ pd therapy. The pdrn stated that there were no reports of overfill events on the patient¿s hc machine, nor was she aware of any overfill events prior to the hernia. At the time of this report the outcome of this hernia event was not reported. No additional information is available.